Event description:
Patient received an implant on (B)(6) 2011 of a bifurcated device and a 28mm aortic extension. On (B)(6) 2012 a computed tomography scan revealed an infolding of the proximal edge of the aortic extension and clotting in the aortic extension. No additional information pertaining to intervention has been received from the physician.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.